Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Event date: (B)(6) 2018.

Event description:
It was reported that the 24v power supply failed. There was no patient impact reported.